Event description:
It was reported that the insulin pump experienced several issues. The customer stated that the insulin pump was no flowing and alarmed low reservoir. He added that the insulin pump started vibrating, and he kept trying to reset the device. He noted that the dot would go away and then return later with a black dot again; he could not figure out what to do. The customer noted that there were bad battery, no delivery and battery out limit alarms in the alarm history. The blood glucose reading was 210 mg/dl. The no delivery alarm was resolved by a complete infusion set, reservoir and insulin change. He declined to return the supplies for analysis and did not know the blood glucose reading at the time of the alarm. He reported that the insulin pump had been in the same room when he had a magnetic resonance image taken and may have been exposed to a strong magnetic field. The device passed the displacement test. He was advised that a replacement battery cap would be sent. None else noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.